Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed, and no leaks were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set leaked during an unspecified process step. The leak was observed from the port above the filter. The reporter stated that they took the cap off and ¿it looks like the port was shoved in and did not pop back¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.